Event description:
It was reported by a service report, the bed is locked in the chair position and the fowler cannot be lowered. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
The serial number is unknown at this time.